Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 20mm watchman flx pro closure device was implanted (B)(6) 2025. The patient was discharged. The patient presented for the 45-day follow up and imaging revealed a grade 1/partial device related thrombus on the closure device. There were no corrective actions or diagnostic tests associated with the finding. There were no patient complications reported.